Event description:
It was reported that a user closed the connection to a dexcom g7 sensor, applied a new sensor, and subsequently experienced a pairing failure when attempting to connect the g7 to the ilet while the system was in bg run mode; the user had previously switched from g6 back to g7 and entered the pairing code with guidance. Symptoms included absence of cgm data to the ilet. Outcomes included continued operation in bg run mode without cgm automation. Investigation included guided troubleshooting, alarm review identifying a prior pairing failed alert, verification of device settings, and instruction to reattempt pairing with the correct sensor code. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet, consistent with a device connectivity malfunction localized to the cgm interface component, with no evidence of sensor failure or pump malfunction beyond pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-system pairing failure related to cgm connectivity.